Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm on three occasions. The volume also audibly sounded like setting 5 even when the customer decreased the volume setting to 1. The customer¿s blood glucose during the incident was 215 mg/dl. The device failed troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. No communication anomalies noted. No white display, missing segments or partial display noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low-level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.